Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lifescan on (B)(6) 2012 alleging that her one touch ultralink meter displayed an error 1 message. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call. The patient mentioned that before testing on (B)(6) 2012 at 8:30am she had felt tired and was feeling "high". She did not self-treat. Approximately 30 minutes later the patient obtained an error 1 message. The patient did not attempt to seek any medical attention or contact their physician for assistance. The patient was not tested on another device. This is not the first time the product was being used. There was no misuse of the product. The alleged issue was not resolved over the phone. The product was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event since the patient had developed symptoms prior to testing and was already in injury before the alleged issue with the meter. The complaint is being reported since the alleged issue was not resolved over the phone.